Manufacturer narrative:
The ge healthcare service representative replaced the casters to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that a caster broke off the unit which could cause the unit to tip or fall. There was no report of patient involvement.